Event description:
Healthcare professional reported "rupture, silicone granulomas and axillary lymph nodes with signs of silicone infiltration" confirmed via us. Affected side is left. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture and silicone migration: observed broken device assessed as surgical impact opening ¿ granuloma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, wear abrasion and non penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe as it is not related to the device. Granuloma: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. The events of silicone migration and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; silicone granulomas: axillary lymph nodes with signs of silicone infiltration.

Event description:
Healthcare professional reported "rupture, silicone granulomas and axillary lymph nodes with signs of silicone infiltration" confirmed via us. Affected side is left. The device has been explanted and replaced.